Manufacturer narrative:
Event date is reported as occurring within the year 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that during an unknown procedure the torque handle for synapse was not counter torqueing. It was unknown if the procedure was completed successfully or if there was a surgical delay. There was no reported consequence to the patient. This report involves one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).